Manufacturer narrative:
The device investigation has been completed and the results are as follows: investigation methods/results: the implant was returned with guided mount still engaged. The implant was measured and verified to be a hahn tapered implant 5.0mm x 8mm (70-1154-imp0014) using radiographic template (pk-209-062515).guided mount was identified with visual marking on the cylindrical portion and determined to be a hahn tapered implant guided mount- ø5.0 (70-1071-srg0228). Device history record review: the DHR was reviewed and there was no evidence discovered to indicate that product defect or non-conformity observed from returned product. Stock product review: the packaged stock product is not applicable for review since no defect was observed from the returned product. Root cause: a root cause for this complaint cannot be explicitly determined but most probably cause is improper seating of the guided mount into the internal hex of the implant. It is unclear the methods of implant placement used during the initial procedure.

Manufacturer narrative:
This information was asked, but not provided by the doctor. The device has been returned. Once the investigation is complete a supplemental report will be submitted. This is the 2nd of 2 failed implants reported on the same patient. Reference the following manufacturer report for the remaining implant: 3011649314-2021-00149.

Event description:
It was reported that a hahn tapered implant failed. The implant was placed on (B)(6) 2021 at tooth location #8. The doctor reported that the implant was placed with a guided surgical mount. After the implant was placed with initial stability, the implant got stuck on the guided surgical mount; the implant and the mount could not be separated. It was at that time that the implant was removed.